Manufacturer narrative:
H.6. Investigation: bd received samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for fm in gel, defective marking, damaged (scratched) tube, spot in tube (embedded), dirty tube (ink) and air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological, air bubbles in the gel and no label or missing label information. The following information was provided by the initial reporter, translated from japanese to english: :¿the following issues were found in tubes (367968): defective marking x 97, fm in gel x11, damaged tube x3, spot in tube x1, dirty tube x22, air bubbles x20.¿

Manufacturer narrative:
Medical device expiration date: unknown ; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube. Biological and non-biological, air bubbles in the gel, and no label ,or missing label information. The following information was provided by the initial reporter, translated from (B)(6) to english, "the following issues were found in tubes (367968): defective marking x 97; fm in gel x11; damaged tube x3; spot in tube x1; dirty tube x22; air bubbles x20.¿